Event description:
Huge ovarian cyst [ovarian cyst nos] ([absence of menstruation], [abdominal pain]). Wouldn't bend for 2 days (right knee) [joint range of motion decreased]. Right knee which had become hugely swollen [swelling of r knee]. Excruciating pain in the right knee [aching (r) knee]. Synvisc treatments have only lasted for 4.5 months [drug effect decreased]. Case narrative: this case is cross-referenced with (B)(4) (multiple devices). Initial information received on 14-dec-2020 regarding an unsolicited valid serious case received from non healthcare professional via health authorities of united states under reference mw5097794. This case involves (age at the time of event onset not reported) female patient who had huge ovarian cyst, right knee which had become hugely swollen, excruciating pain in the right knee, wouldn't bend for 2 days (right knee) and synvisc treatments have only lasted for 4.5 years while she was treated with hylan g-f 20, sodium hyaluronate (synvisc) and estrogens conjugated, medroxyprogesterone acetate (prempro). The patient's past medical treatment included use of synvisc in 2001. The patient's past medical history, vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing hypothyroidism in 1999 for 4 years, hypertension nos in 2001 with for 2 years and seasonal allergy (not allergic to birds, feathers or eggs). Concomitant medications included calcium chloride, potassium chloride, sodium acetate (acetate ringers); levothyroxine sodium (synthroid); fexofenadine hydrochloride (allegra); and ramipril (altace). On an unknown date in 2002, the patient started using hylan g-f 20, sodium hyaluronate, dosage 2 ml in each knee every week for 3 weeks (lot - unk) for localized osteoarthritis and since an unknown date, the patient started treatment with prempro (formulation, lot number unknown) at a dose of 0.625/ 5 mg daily for 4 months. On an unknown date in 2020, after several hours from second injection of hylan g-f 20 sodium hyaluronate, the patient had excrutiating pain in the right knee (arthralgia), which had become hugely swollen (joint swelling) and wouldn't bend for 2 days (joint range of motion decreased). Reportedly, the knee was better on the 3rd day. The patient also informed that, the hylan g-f 20, sodium hyaluronate treatments only lasted for 4.5 months (drug effect decreased). On an unknown date in 2002, after unknown latency, the patient went to the emergency room with severe abdominal pain and results of the computerised tomogram revealed that the patient had ovarian cyst and the patient was treated for pain and was released. This event of ovarian cyst was assessed as medically significant. The patient did not have menstrual periods (amenorrhoea) during the estrogens conjugated, medroxyprogesterone acetate therapy. On an unknown date in 2002, the patient was treated for the abdominal pain and released. The menstrual periods resumed within 4 days and an ultrasound revealed that cyst was gone in 3 weeks. On an unknown date in 2002 (presumably), the patient discontinued treatment with estrogens conjugated, medroxyprogesterone acetate. Action taken- not applicable for synvisc treatments have only lasted for 4.5 years; no action taken for rest of the events with hylan g-f 20, sodium hyaluronate; unknown for estrogens conjugated, medroxyprogesterone acetate. Corrective treatment- not reported for all events; unspecified for ovarian cyst. Outcome: recovered for ovarian cyst; recovering for wouldn't bend for 2 days (right knee), right knee which had become hugely swollen, excrutiating pain in the right knee and not applicable for synvisc treatments have only lasted for 4.5 months. A product technical complaint (ptc) was initiated on 14-dec-2020 for synvisc . Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 23-dec-2020. Follow up information was received on 14-dec-2020 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information was received on 23-dec-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.